Event description:
The dealer stated that the wheel hub is cracked. He stated he isn't aware as to how it cracked. The dealer spoke with beth and didn't come to cscs. Protocol questions do not apply.

Manufacturer narrative:
Follow up to be sent if additional information is received.